Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. A fall reported that could be related to this issue. Loss of therapy started on (B)(6) 2016 . Fall was in (B)(6) 2016 and the patient stopped being able to use pp (patient programmer). Patient got up yesterday and couldn't even get to the bathroom because her bladder was "just running". The stimulation was on, and she was on program 3 at 0.1 volts and says she was normally at 0.4 volts. Patient had a lot of difficulty using the pp (patient programmer) and finally decided to tell me she wasn't using an antenna. Patient then plugged her antenna in, and was not able to connect. Patient had a fall 3 weeks ago that was really bad but patient was stiff because when she fell she got up and was okay. Patient programmer was returned. Patient programmer won't do telemetry with or without antenna. No patient harm reported. Patient called later and reported she had not received the replacement programmer yet.

Event description:
Additional information was received from the patient. The patient stated she didn't go out for a couple of days to resolve her loss of therapy and incontinence. The patient was able to connect the replacement patient programmer to the implanted device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.